Event description:
Per the clinic, the patient experienced skin flap infection over the implant site since (B)(6) 2024 (specific date not reported). On (B)(6) 2025, the patient developed a recurrent flap infection and was subsequently treated with oral antibiotics (specific date and duration not reported). The patient was also hospitalized (specific date and duration not reported) for anti-infection treatment (type and date not reported). The device was eventually explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.